Event description:
Procedure: sigmoidectomy. According to the reporter: two instruments did not close fully and did not staple at all. A third instrument closed but only stapled half of the desired length. A larger laparotomy than planned was done due to the problem. Surgery time delay was reported as 1/2 hour.

Manufacturer narrative:
Initial report sent to FDA on 09/25/2008.